Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter: during a laparoscopy, involving the epigastric area, the surgeon was stitching using the device, but as the needle of the single use loading unit was passed, it became stuck in the tissue. The loading unit was released from the device, and was pulled out of the trocar however the suture thread was missing the needle. The needle was found within the patient intact with no suture attached. There were no further issues. The pre-op diagnosis was of para-esophageal hiatal hernia and gerd. The difficulty did result in conversion from laparoscopy to laparotomy to retrieve the needle under fluoroscopy and complete the case. The incision was extended by more than one inch. The surgical time was delayed by more than 30 minutes. It is unknown if the delay affected the patient. No device fragment was left in patient. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500 cc or more. The package of the endostitch applier was not saved, and so product identifying numbers are not known. The surgidac single use loading unit and needle will not be returned as it was discarded after the surgery.